Event description:
Pt scheduled for removal of non-functioning mediport. In or portion of catheter and mediport removed other portion of mediport catheter was found separated. Pt taken for cardiac cath to remove other portion of catheter.